Event description:
Terumo medical corporation received the following reported information: the patient was transported to post-op after a left heart catheterization. The post-op nurse noticed that the tr band had lost 4cc's of air in thirty minutes and the patient had some oozing. Before a hematoma could develop, the nurse was able to replace the tr band and place a new one on the patient without incident. The estimated blood loss was less than 250cc. Additional information was received on 12nov2025: the hospital does not scan tr bands into their system because it is used outside of the body. They do not know exactly where the air was leaking. The patient was doing fine and there was minimal disruption after a second tr band was placed. Additional information was received on 18nov2025: the issue was discovered thirty minutes post-op in the post anesthesia care unite (pacu). They used a glidesheath slender for access. There was no noticeable damage to device. The patient was stable and discharged as planned.

Manufacturer narrative:
A1, e3: occupation: interventional cardiologist the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. In addition the returned sample was confirmed to be a different product code then reported, therefore section d4 model number and catalog number were updated and section d4 lot number, UDI and expiration are now unknown and section h4 device manufacture date is unknown as well since the lot number is unknown. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 7ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the balloon assembly or inflation port. The sample passed leak testing. The sample was subject to additional leak testing. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After the required time, the air was removed and 15ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band and inflator were returned for assessment, and the sample passed all leak testing. The check valve was deconstructed, and a piece of foreign matter was found. The complaint cannot be confirmed for air leakage issues because the returned sample passed all leak testing. However, the complaint can be confirmed for foreign matter. The exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. A corrective action was initiated for this issue.